Event description:
It was reported that pump displayed malfunction code and fault ID without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, reset pump with guidance, did not experience recurring malfunction code after reset, and was advised to continue using pump and to call back if issue recurred, which customer acknowledged and understood.